Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty receptacle test port pins. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.